Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking in the closed position. It is unknown if the device was applied to tissue at the time, and if so, how the device was removed. There was no injury to the patient.